Event description:
It was reported that during a procedure at the user facility, the device was found to be vibrating excessively. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event. It was reported that during testing conducted at the manufacturer facility, the device was determined to be overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician was able to duplicate the reported overheating, vibration, and seizure, and noted that the device had damaged rotor bearings.

Event description:
It was reported that during a procedure at the user facility, the device was found to be vibrating excessively. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event. It was reported that during testing conducted at the manufacturer facility, the device was determined to be overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.